Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate and that a minimum fill notification occurred after the user filled the cartridge with 280 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose value was 118 mg/dl to "high". Cause of high bg was not known. The customer changed pump supplies and administered a manual dose injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.